Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported shutter error while the laser was emitting for a treatment. Shutter was reported to open and then close automatically. Treatment was interrupted. Doctor restarted the system. System worked to complete other treatments that day.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company´s acceptance criteria. During an onsite visit the field service engineer (fse) replaced shutter circuit board and shutter. The received sample was inspected and problem cannot be reproduced. According to the gathered information from the test results the error was not reproducible during testing and both components show no deviations which can contribute the reported issue. Root cause is unknown. Technical root cause could not be determined. (B)(4)